Manufacturer narrative:
(B)(4). Model number: 72404161, lot number: 884468006, model description: reservoir 65ml pc, UDI: (B)(4).

Event description:
It was reported that the patient experienced pump malfunction due to fluid loss from the reservoir with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided in: device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device not evaluated by manufacturer code, evaluation method codes. Additional information: - pump malfunction was due to the fluid loss, - device codes: added fluid leak. Model number: 72404161 lot number: 884468006 model description: reservoir 65ml pc UDI: (B)(4).

Event description:
It was reported that the patient experienced pump malfunction due to fluid loss from the reservoir with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number: 72404161; lot number: 884468006; model description: reservoir 65ml pc; UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump and reservoir were removed due to fluid loss from the reservoir and a pump malfunction. A new ipp pump and 65 ml reservoir were implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams700 device was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear at the corner of a fold. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Model number: 72404161, lot number: 884468006, model description: reservoir 65ml pc, UDI: (B)(4).

Event description:
It was reported that the patient experienced pump malfunction due to fluid loss from the reservoir with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp pump and reservoir was implanted. Should additional relevant details become available, a supplemental report will be submitted. Additional information received by distributor: the pump inflation malfunctioned due to the fluid loss.